Event description:
An asymptomatic patient presented in the clinic for a follow-up with the device in backup vvi. It was noted that the device was exposed to MRI. Power on reset occurred, the date of the MRI procedure. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Reset of the device was confirmed. The device attempted to initiate a charge while the patient was going through an MRI procedure, exposing the device to emi and resulting in reset.